Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, the cartridge could only be filled with 2 ml after removing the residual air. Customer alleged internal cartridge damage as root cause of issue. A cartridge change was performed resolving the issue. Customer's blood glucose level was 136 mg/dl.